Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was complaining of knee pain. The initial plan for the revision surgery was poly swap vs tibial revision. Poly was extracted. Femoral component was well fixed. Tibial component came out with a few hard taps. The loosening interface was cement/implant. There appeared to be sign of lipids on the underside of the tibial component. The cement was removed from the tibia and a depuy pressfit stem, porous sleeve, and rp revision tray trial where prepped for. Primary rp trials were trialed. There was still a significant gap laterally with a size 12 poly trial. At that point it was determined that a femoral revision was also needed. Femur was extracted and a full attune revision crs/rp implant was implanted. Pressfit stems and tibial/femoral sleeves were implanted. (B)(6) 2018: patient underwent a left tka for arthritis and valgus deformity. Patella was resurfaced and depuy cement was used. No reported complications. (B)(6) 2020: patient underwent a revision of the tka for pain. The femoral component was noted to be well fixed, but was oversized. The tibial component was noted to be loose, but loosening interface wasn't noted. The patella was well fixed and retained. Doi: (B)(6) 2018 dor: (B)(6) 2020 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.